Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the inside of the gasket tore. Another trocar was used to continue with the case. There was no consequence to the pt.